Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No - lens implanted. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. Claim # (B)(4).

Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her right eye (od) on (B)(6) 2008. The patient reported has lost vision due to the development of a cataract and is unable to read without glasses. The icl remains implanted.

Manufacturer narrative:
Evaluation method: medical review. Results: per medical review - the (B)(6) patient reported decrease of nva (glasses were prescribed) due to a cataract development following icl implantation five years ago. Lens remains implanted. No report of secondary surgically or medically intervention performed and no report of bcva loss. The need for reading glasses does not constitute a serious injury (normal aid for presbyopic age). The patient was last time seen by implanting surgeon in 2008 and there was no ae at that time. The literature reports that only 1-2% of patients develop clinically significant cataract following icl implantation probably due to patient related factors ( especially high myopes and older patients). The reassessment will be performed when (if) additional information is obtained from the current doctor. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).